Manufacturer narrative:
User facility stated there was no further action needed

Event description:
It was reported a clip on the patient helper/trapeze broke off, causing it to collapse and strike an employee in the face. As a result, the employee sustained a bruise, which did not require any medical treatment. The user facility was unable to provide the model or serial number of the device the patient helper/trapeze was being used on and stated they required no further action from stryker.